Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the pull off occurred (e.g. Removal from package, during passage through tissue, during tying, etc.)? Did the event occurred intra-op or pre-op? Were there any patient consequences? Procedure name and event date? Device return status/follow up?

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. It was reported that the suture got detached from the needle. It is not known when the issue occurred. No adverse patient consequences were reported. Additional information was requested.